Event description:
It was reported that when pressing the forward or reverse trigger at low speed,the device would oscillate during inspection. There were no adverse consequences related to this event.

Manufacturer narrative:
We have evaluated the device.

Event description:
It was reported that when pressing the forward or reverse trigger at low speed,the device would oscillate during inspection. There were no adverse consequences related to this event.